Event description:
Intermittently undersensing on atrial/ rv(right ventricular) lead during ventricular arrhythmia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5154883.